Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the targeting guide for the screws did not work with the drill for c25-0876 (custom merete intercalary femoral stem). The drill torqued out, stopped working, and actually broke the cutting flutes off of the larger portion of the drill. The case ended with no major issues. The surgeon opened a 6mm schanz pin to drill through the implant without using the targeting guide.